Event description:
Depuy ortho company's "pinnacle hip replacement system" was implanted in me twice and is currently causing severe problems. We have learned that it is substantially similar to the previously recalled asr system by depuy.